Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) evaluated the iabp and was able to duplicate the reported issue. To fix the issue, the fse replaced the pneumatic module assy, helium reservoir, front end pcb, and fiber optic cable. Upon replacing the necessary parts, the iabp was ran for 4 hours on the simulator without any errors. Unit passed all tests performed and was returned to the customer in good working conditions.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a system check the cardiosave intra-aortic balloon pump (iabp) fails pneumatic leak test.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) fails pneumatic leak test during system check. There was no patient harm.

Manufacturer narrative:
Corrected data: b5, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse verified log failures for autofill failure and catheter restriction. The fse isolated both failures to a pneumatics module failure and the helium fill valve failure in service mode. The fse replaced the pneumatic module assembly and the helium reservoir assembly. The fse also replaced the front end pcb and the fiber-optic jumper cable as the top wave form in the fiber-optics test failed. The fse reloaded the software, calibrated the device and performed a passing full functional checkout. The pump was cycled on a catheter and simulator for four hours with any errors. The iabp was returned to the customer for clinical use. The failure analysis and testing dept. Received helium reservoir assy, front end rohs, pim. These parts were received with a reported unit failure message of pneumatic leak test fails, top waveform would not appear during fiber optic test, helium fill valve leak tests fails. The failure analysis and testing dept. Performed a visual inspection of all parts received and all parts looks to be in good condition. Installed the all parts into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing dept. Verified the failure messaged of pneumatic leak tests failed for pim. K10 solenoid probably the cause of this failure. During solenoid test k10 solenoid was not worked properly. Pim failed testing. The failure analysis and testing dept. Verified the failure message of top waveform would not appear during fiber optic test for pcb, front end rohs. Front end board failed testing. The failure analysis and testing dept. Verified the failure message of helium fill valve leak tests fails with result of 21mmhg, the factory specification is +-12mmhg. Helium reservoir assy, failed testing. Retained following parts in the fat dept, as per procedure. Pim, helium reservoir assy, pcb, front end rohs parts sent to the supplier for failure analysis as per procedure. The failure analysis and testing dept. (Fat) received part front end rohs from the supplier. The supplier observed damage to fl 22 and j5. The supplier performed a hi-pot test and functional testing, and all tests passed. Retained the board in the fat dept. Per procedure. Regarding j5, the most probable root cause is due to damage during insertion or removal of the front end board. This is a result of normal wear and tear. A root cause for the helium reservoir could not be determined. A root cause for the damaged fl22 could not be determined.

Event description:
N/a